Event description:
The customer reported non-reproducible false positive troponin I (accutni) results, for two patients, involving access 2 immunoassay system. Patient number one produced a result within the risk stratification; the retest result recovered within the normal reference range. Patient number two produced a result above the acute myocardial infarction (ami) limit; the retest result recovered within the risk stratification range. The erroneous results were not released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2012 and determined the aspirate probes were not aspirating at the same rate due to the peristaltic pump tubing being flattened. The fse replaced the peristaltic pump tubing. The fse discovered the mixer pulleys and rollers not moving freely due to dust buildup. One of the pulleys was completely seized. The fse replaced the mixer pulleys and rollers. The fse discovered evidence of wash buffer in the wash wheel and cleaned the wash wheel. The fse performed a system check and high sensitivity system check; system checks showed all parameters passing within specifications. The fse verified the system performed to the manufacturer's published performance specifications. (B)(4) roller. On (B)(4) 2012, all quality control (qc) recovered normally and there were no errors in the event log report. On (B)(4) 2012, the customer indicated the laboratory had finished weekly maintenance, system check, and quality control (qc), all passed within specifications.